Event description:
Boston scientific received information that during the procedure to implant this device, oversensing with pacing inhibition was noted. A 'blip' of artifact was seen and oversensed on the right and left ventricular channels. Both leads also displayed high impedances and thresholds. The right ventricular lead also displayed high, out of range thresholds. The physician reconnected everything. The artifact was fewer and farther between but was still present. Further intervention and troubleshooting was not performed. The device was left implanted. Subsequent information indicated that there were additional high, out of range shock impedance measurements recorded. Ultimately, it was reported that the patient received a new competitor rv lead and device. There were no adverse patient effects.

Event description:
This report is being filed to correct the status of the device. It was later confirmed that the the device was not explanted and replaced by a competitor product as previously reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.